Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model# was not provided.

Event description:
A (B)(6) customer received a high blood glucose reading on the contour next link 2.4. The reading was not provided. Her insulin intake was adjusted accordingly. She ended up going to the hospital due to hypoglycemia. Further information was not provided. After she returned home her blood glucose readings were 300-330mg/dl over a period of several days. When she retested with the contour next usb the readings would be 180-160mg/dl. The differences between some of the readings fall in "c" zone of the consensus error grid, making the differences clinically significant. Strip information was not provided, and strips were not expected to be returned for evaluation. A new meter was sent to the customer.